Event description:
It was reported that the central control monitor (ccm) was not booting up. When the heart lung machine (hlm) was turned on, there was no activity on the ccm. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the user facility¿s biomedical technician, another ccm was used on the hlm and the unit worked correctly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a 'disk boot failure, insert system disk and press enter' message on the central control monitor (ccm) when powered on. The pst removed the coin cell battery and the voltage read 0.020 volts (v) which is not within specification. The pst installed a lab use only (luo) coin cell battery and the ccm booted successfully to the splash screen. It was determined that the coin cell battery was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.